Event description:
Pt receiving chemotherapy with pre-meds which were given without incidents of malfunction of the line occurred during pre-meds. A 0.2 micron, low sorb tubing set used. Chemotherapy double-check occurred, confirmed gravity tubing set up correct with chemotherapy above flush back. When "start" pressed the chemotherapy free-flowed into chamber. (Admin set chemolock and spiros for chemotherapy, which is standard, used.) Line paused, and chemotherapy continued to flow into chamber. Manually clamped below pump and drug continued to free-flow into chamber. Rn noticed chamber in flush bag (lower bag) completely full with drug running into 250 ml saline flush. Unable to ascertain how much drug flowed out of chemotherapy bag. Secondary line clamped. Removed complete tubing set, primary and secondary, with medications; placed in double bag in hard sided yellow bucket in dirty utility. FDA safety report ID# (B)(4).